Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml lioresal at 824 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient's pump had been alarming and the pump logs showed a reset and low battery reset occurred on (B)(6) 2016. The alarm was noted to be a critical alarm. It was further stated that there had been multiple resets and low battery resets since (B)(6) 2016. No symptoms were reported. It was later reported that the pump would be replaced and they "are effort that replacement date".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.